Manufacturer narrative:
The device was received with normal operating currents and no unexpected bad battery, battery out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address and serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery out limit alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was 156 mg/dl. Troubleshooting for battery out limit alarm and failed battery test was performed. Customer received the alarms during normal use and a replacement battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.